Event description:
It was reported that the bd alaris smartsite needle-free valve was occluded. The following information was provided by the initial reporter, translated from chinese to english: after connecting to the patient, it was found that multiple infusion connectors of the same batch number were blocked. Additional information received by the customer: please describe the circumstances of the incident. Is a blockage observed? = when prefilling, it does not go to the liquid, and it still does not go to the liquid after trying various methods please return the affected product (together with the original packaging if possible) to us for investigation. If it is not possible to return the affected product, please provide detailed photos/videos of the product and the damaged area. = the product has been discarded and no photos have been left when was the problem discovered? Is it when it is ready for use or during the infusion? = I found it when I was preparing to use it, please confirm what medication was being used at the time of the incident. = no medication is used please make sure that the medication is stored in the refrigerator? If so, has it reached room temperature before use? = the medicine is not in the refrigerator please confirm the brand and model of the connected product? = wego syringes, if possible, please send the connected product back to assist us in our investigation? = the product has been discarded please confirm that the device has any obvious defects, such as cracks, flashes, discounts? = no please confirm whether the connection product uses a luer slide connection or a luer lock connection? = luer joint swivel connection please confirm if the traffic is completely or partially blocked? = completely clogged how many products are affected? = 4 pcs please confirm if there is any impact to the patient? = there was no effect on the patient.

Manufacturer narrative:
Device evaluation: a 2000e china product was not available for investigation of (B)(4); however, the customer confirmed that the complaint sample was from lot 22046177. The feedback provided by the customer states that, "I found multiple IV connectors of the same batch number that didn't work." Further information from the customer has stated that complete occlusion was observed when the product was ready to use and the connecting product used was vigor syringe. Moreover, no visible damages were observed with the product. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 22046177 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. However, previous complaints for occlusions have been related to features on the surface of the male luer of the connecting products. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite® and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the product 2000e china in the past 12 months.